Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep stated when she first interrogated the patient's ins yesterday she saw a flash of a red box and doesn't know what it said. The rep stated she had to start the process over and when she got into the system the programming has been erased. The rep stated the group usage diary, recharge stats, and stimulation usage was still there. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. The rep pulled up prior programming and used that to re-input her programming. Issue was resolved.